Manufacturer narrative:
This medwatch is for the suspect device used in advantage system #1. Please see medwatch with a1 patient for suspect device in advantage system #2.

Event description:
Customer reports back to back results of 347 mg/dl on advantage system #1 compared to results of 106 mg/dl and 97 mg/dl on advantage system #2. No quality controls were run. No adverse event reported. Customer does not have vial container; a replacement was sent.